Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a guide wire tip detachment occurred. The approach was via the right femoral artery. The lesion was located in the mildly calcified first diagonal. The distal tip of the pt2 guide wire detached and remains in the patient. The procedure was completed with this device. Patient status was reported as 'stable'. Additional information provided states that the patient presented with acute myocardial infarction, acute stemi of anterior wall. Decision against laevocardiography due to acs. Following removal of thrombus, lesions in lad and rd1 predilated and 3.0 x 18mm drug eluting stent deployed. Additional dilation of stenosis in rd1. Patient discharged on therapy of clopidogrel. Patient has been back into the facility for another unrelated procedure, and the tip of the guide wire remains in the patient and appears to be secure.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a guide wire tip detachment occurred. The approach was via the right femoral artery. The lesion was located in the mildly calcified first diagonal. The distal tip of the pt2 guide wire detached and remains in the pt. The procedure was completed with this device. Pt's status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned guidewire as received presents a kink at .5cm and at 41cm from the proximal side. Visual inspection of the distal end revealed broken distal tip; approximately 1.5cm is missing from the wire. The od of the guidewire was measured and found to be od within specifications. The distal tip was sent to the analytical lab to determine the cause of the separation: "examination of the fracture surface revealed the presence of equiaxed dimple ruptures in a tensional direction. Ductile fatigue was noted. No material anomalies were observed. Conclusion: the fracture surface was caused by a tensional type overload and ductile fatigue." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a guide wire tip detachment occurred. The approach was via the right femoral artery. The lesion was located in the mildly calcified first diagonal. The distal tip of the pt2 guide wire detached and remains in the patient. The procedure was completed with this device. Patient's status was reported as 'stable'.additional information provided states that the patient presented with acute myocardial infarction, acute stemi of anterior wall. Decision against laevocardiography due to acs. Following removal of thrombus, lesions in lad and rd1 predilated and 3.0 x 18mm drug eluting stent deployed. Additional dilation of stenosis in rd1. Patient discharged on therapy of clopidogrel.patient has been back into the facility for another unrelated procedure, and the tip of the guide wire remains in the patient and appears to be secure.

Manufacturer narrative:
(B) (4).